Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a shock impedance measurement above 125 ohms on this right ventricular (rv) lead. The physician was contacted about the measurement and a patient follow up was conducted a week later. The lead was tested and the shock impedance measurement was within normal range at 96 ohms. It was also reported that a high out of range shock impedance measurement had been observed previously, but the measurements were within normal range during subsequent testing. At this time, this ICD and lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.